Manufacturer narrative:
The device was not returned for evaluation. Without the benefit of analyzing the device, quality cannot confirm any observations and cannot comment on the condition of the device. If the device becomes available, or additional information is received, a follow up report will be submitted. The lot number was reviewed for complaint trend, nonconforming report (nc), and CAPA. No ncs nor capas were identified. There were several complaints identified against this lot; however, with various failure modes. Therefore, this is not considered a trend. Devices met specification prior to release.

Event description:
According to the available information, an altis unit broke once it was placed, before adjustment, when removing the introducer. The suture of the anchor to the mesh broke and remained with the thread [dynamic suture to mesh break]. That unit was discarded and the procedure was completed with another altis unit.